Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support when the sterile sleeve ripped out of the impella hub. This occurred during a repositioning of the pump. The physician immediately was aware and pushed the sleeve back into the hub. The sleeve was cleaned and reinforced with tegaderm.

Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) has been completed since the original report was submitted. The device was not returned for investigation. Per the clinical information provided, the sterile sleeve was ripped during repositioning of the pump by applying excessive force. Therefore, the root cause of the product damage (sterile sleeve damage) issue was most likely use related to excessive force.